Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that loss of connection issues occurred between the transmitter and the pump. No additional patient or event information was available. Multiple contact attempts were made by tandem technical support, however no further information could be obtained.